Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during creation of lasik flap, there was an area that was untreated, as the side cut did not open. The location of the area was supero-temporal in the left eye. The area extended from the hinge of the flap, and was approximately one clock hour wide. Nevertheless, the uncut area did not prevent from completing the lasik procedure, as the surgeon was able to ablate within the desired 8 millimeter zone. No intervention was required. Per the surgeon, it is unknown whether the laser caused or contributed to the event. No further information is expected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. Corrected information was provided in device available for evaluation?. Evaluation summary: the company service representative examined the system and found it to meet specifications. The root cause of the reported event could not be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).